Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump over delivers insulin sometimes, but has not yet caused hypoglycemia. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump also rejected a new battery, and they were unsure if the pump was calculating the reservoir units correctly, and the customer got an unknown pump error. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.